Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in saudi arabia as follows: we have been khyphoplasty case at prince mohammed bin abdulaziz hospital for 28 years female patient and the surgeon used our system (synflate with verticem) for 3 level. Actually we used 3 sets for each level but one of the sets especially the balloons not working (inflation) and the contrast going out of the balloon catheter without any inflation or changinging the balloon. This complaint involves one (1) device vbs w/balloon med. This is report 1 of 1 for complaint (B)(4).